Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery site felt uncomfortable. The patient's healthcare provider (hcp) decided to revise the pocket and replace the battery since it was 3 years old and had depleted all the way down once already. The representative was unable to interrogate the battery because it was in overdischarge. The issue was resolved. No further complications reported.